Event description:
It was reported that an ap optical module failure occurred on a cs300 intra-aortic balloon pump (iabp) while it was in use on a patient. The fiber optics would not function correctly. The end user tried to connect to the patient but was unable to. The iabp was exchanged and the patient was then put on a 2nd cs300. The second cs300 was reported to alarm and display a maintenance code 53 (shuttle transducer offset failure). The second iabp was exchanged and the patient was then put on a third cs300 which was not reported to malfunction and therapy was provided. It was reported to the field service engineer, two days later during the iabp service visit, that the patient had expired the next day. The facility has indicated that they attribute the cause of death to surgical operation issues and that the patient's health was very bad. The facility has not reported that either of the pump failures contributed to the patient death. This report is for the first cs300 iabp used in the event with the reported ap optical module failure alarm. Reference our internal complaint number (B)(4) for this report and complaint numbers (B)(4) respectively for the second and third pumps used during this event which are being submitted on separate medical device reports.

Manufacturer narrative:
The customer returned the suspect fiber optic assembly to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the fiber optic assembly and no visual damage was observed. The technician then installed the fiber optic assembly into cs300 and it tested to factory specifications per cs300 service manual and it failed testing. The signal count and signal level were out of specification. The technician also verified that the board is defective. The senior repair technician sent the part to supplier for failure analysis as per procedure.

Manufacturer narrative:
The supplier verified the reported failure and returned the fiber optic assembly to nrc. They replaced the multimode coupler assembly and board passed all of their testing. The nrc technician then installed the fiber optic assembly into the cs300 and it tested to factory specifications per cs300 service manual and passed testing. The fiber optic assembly will be scrapped and retained in the nrc per procedure.

Event description:
It was reported that an ap optical module failure occurred on a cs300 intra-aortic balloon pump (iabp) while it was in use on a patient. The fiber optics would not function correctly. The end user tried to connect to the patient but was unable to. The iabp was exchanged and the patient was then put on a 2nd cs300. The second cs300 was reported to alarm and display a maintenance code 53 (shuttle transducer offset failure). The second iabp was exchanged and the patient was then put on a third cs300 which was not reported to malfunction and therapy was provided. It was reported to the field service engineer, two days later during the iabp service visit, that the patient had expired the next day. The facility has indicated that they attribute the cause of death to surgical operation issues and that the patient's health was very bad. The facility has not reported that either of the pump failures contributed to the patient death. This report is for the first cs300 iabp used in the event with the reported ap optical module failure alarm. Reference our internal complaint number (B)(4) for this report and complaint numbers (B)(4) respectively for the second and third pumps used during this event which are being submitted on separate medical device reports.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm tested the unit and was able to verify that the fo module was not operating correctly. The stm ordered replaced the fiber optic assembly and tested for proper operation. The fiber optics functioned normally with no issues. The stm completed diagnostic support and performance test with no further issues. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an ap optical module failure occurred on a cs300 intra-aortic balloon pump (iabp) while it was in use on a patient. The fiber optics would not function correctly. The end user tried to connect to the patient but was unable to. The iabp was exchanged and the patient was then put on a 2nd cs300. The second cs300 was reported to alarm and display a maintenance code 53 (shuttle transducer offset failure). The second iabp was exchanged and the patient was then put on a third cs300 which was not reported to malfunction and therapy was provided. It was reported to the field service engineer, two days later during the iabp service visit, that the patient had expired the next day. The facility has indicated that they attribute the cause of death to surgical operation issues and that the patient's health was very bad. The facility has not reported that either of the pump failures contributed to the patient death. This report is for the first cs300 iabp used in the event with the reported ap optical module failure alarm. Reference our internal complaint number (B)(4) for this report and complaint numbers (B)(4) respectively for the second and third pumps used during this event which are being submitted on separate medical device reports.